Manufacturer narrative:
Excessive oversizing film evaluation summary review of pre-implant sizing worksheet revealed that the patient had a ~ 48x49 mm max diameter infrarenal abdominal aortic aneurysm. The suprarenal aorta was ~ 28 mm. The lowest renal is on the left side. The proximal aortic neck contained moderate amount of thrombus. The aortic neck was mildly calcified. The iliac arteries were mildly calcified. The proximal aortic neck diameter ranged ~ 28-29-31 mm along a ~ 22 mm length. The proximal segment of the left common iliac artery was aneurysmal. The max diameter of lica aneurysm measured ~ 37 mm. The distal non-aneurysmal lcia measured ~ 13 mm along a 4.5 cm length. The right common iliac artery diameter measured ~ 13-12-12 along a 4.3 cm length. The right external iliac artery diameter measured ~ 9 mm. The left external iliac artery diameter measured ~ 8 mm. Review of a single slice CT in transverse view and three still angio images revealed that the patient had an endurant stent graft system implanted. The bifurcate was positioned with the top of the graft fabric just below the left renal artery. The contra limb was implanted into the contra gate with 3+ cm overlap, and was extended into the left common iliac artery. The ipsi limb of the bifurcate was implanted into the right common iliac artery. The CT slice in the transverse view showed that there was infolding in the bifurcate main body on the right side. The angio images showed that the bifurcate main body was essentially straight l-r. Per the calibrated catheter, the proximal bifurcate od measured ~ 25 mm l-r, and at 20 mm below, the bifurcate od narrowed to ~ 22 mm l-r. At 30 mm below, the bifurcate expanded to ~ 28 mm l-r. Contrast injection with the injector placed above the suprarenal stent did not show obvious contrast outside of the stent graft. Due to the poor quality of the images received, it was unclear if there was any suprarenal stent entanglement. The bifurcate main body was seen remodeled with a balloon. The limbs were patent. No o ther obvious stent graft issues were observed. Films that showed the resolutions of the events were not returned for review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 49 cm abdominal aortic aneurysm. There was moderate proximal neck thrombus and mild calcification. There was also mild calcification in both iliac arteries. It was reported that an unknown endoleak was seen on an ultrasound. A non-contrast CT was then performed and it was observed that there did not appear to be proximal apposition. It was also noted that there was graft infolding. The patient returned to surgery. Due to elevated creatinine, an initial angiogram was not done, instead the infolding was confirmed via ballooning. A 16fr sheath was advanced to the proximal device and another manufactures 40x10 stent was advanced over the guide wire and deployed without incidence. This reportedly resolved the infolding. A final angiogram with contrast confirmed that there was no endoleak. The physician stated that the cause of could not be determined. No additional clinical sequelae were reported and the patient is fine.